Event description:
It was reported that the patient presented with a myocardial infarction (mi). After performing pre-dilatation, the mi was treated via advancement of a 2.5x38 rx xience prime stent delivery system (sds) without resistance to a non-calcified, de novo lesion in the narrow, mid right coronary artery (rca); the stent was deployed at 8 atmospheres without difficulty. The sds was withdrawn from the anatomy without resistance. Contrast was then injected at the site to determine if the stent was well apposed to the vessel wall. While the stent was angiographically confirmed to be well apposed to the vessel wall, a small distal dissection was noted. The small dissection was treated via deployment of a 2.5x15 rx xience prime stent, completing the procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No device other procedural issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.